Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported the pump was not working properly. The blood glucose value at the time of the event was 50 mg/dl. The customer was treated with carb intake. The event involved product(s) mmt-1884, mmt-332a, mmt-242a, and mmt-7040a. Troubleshooting was partially performed. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer response was that the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-242a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump was received without a battery. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 24-jan-2026 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week from the event date 24-jan-2026 in the pump history file and found 2 lostsensor1alert (780) on (B)(6) 2026, 1 lostsensor1alert (780) on (B)(6) 2026, 1 pump error 23 on (B)(6) 2026, 2 battoutlimit (6) on (B)(6) 2026, 2 failedbatttest (58) on (B)(6) 2026. The pump properly paired with the guardian link 4 transmitter. No communication anomaly or lost sensor alert noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range when using the baat tool. There was no power data available when using the ngp power management analysis tool. Unable to check power data for battoutlimit (6) alarm and failedbatttest (58) alarm. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.8 mv). The pump passed the functional testing. No pump anomaly noted during testing. Unable to confirm alleged low bgs/high bgs. No current code/category not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.